Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication and subsequent death are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. Isi has made multiple attempts to contact the site to obtain additional information regarding the reported event. However, the site was unwilling to provide any further details regarding the event. If additional information is obtained, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. Additionally, all instruments used in the case were used in subsequent procedures. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the patient experienced hemorrhaging from ligated vessels which resulted in a conversion to open surgery. The patient ultimately expired after being transferred to the ICU the same day. Although an assistant physician from the site indicated that he/she thinks it was a ¿technical issue¿ and not an event caused by the da vinci surgical system, the cause of the patient¿s intra-operative complication and subsequent demise is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient experienced hemorrhaging from ligated blood vessels. As a result, the surgical procedure was converted to a thoracotomy and a "heart-lung machine" was attached. The initial reporter indicated that he was present during the first half of the surgery and there were no particular problems with the ligature performed with the da vinci surgical system. According to the initial reporter, the da vinci surgical system was operating normally. However, per the initial reporter, the patient's condition suddenly changed after extubation of the left upper lobe operation. An assistant physician commented that it was caused by massive bleeding from the point where the pulmonary artery (pa) or pulmonary vein (pv) was ligated. A thoracotomy was performed but the patient was still in severe condition and was in the ICU with an artificial heart-lung machine. The assistant physician further commented that he/she thinks it was a ¿technical issue¿ and not an event caused by the da vinci surgical system. On (B)(6) 2019, intuitive surgical, inc. (Isi) received information confirming that the patient had expired right after the patient had been moved to the ICU on (B)(6) 2019.